Manufacturer narrative:
The reported event was inconclusive due to a poor sample. A photo sample of three silastic foleys were returned. The middle catheter appeared to be asymmetric. However, the balloon was not inflated enough to make an adequate determination. No holes could be determined in the photo and the entire length of the catheters were not displayed (gross visual observation). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. English units this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. Do not use if package is damaged bard, bardex, and lubricath are trademarks and/or registered trademarks of c. R. Bard, inc. Single use do not resterilize manufacturer: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Event description:
It was reported that the catheter was allegedly longer than normal, and with holes in different places. Allegedly, the longer length in catheter caused severe bleeding after being in situ for about 10 days. The patient apparently called the nurse who advised a hospital assessment, but the patient opted to wait until morning to visit his/her doctor who changed the blood thinner medication to help limit the bleeding. Per additional information received from the international business center on 19-feb-2019, the holes where the urine should flow into on the catheter were not lined up like in all other catheters. The balloon was also leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was allegedly longer than normal, and with holes in different places. Allegedly, the longer length in catheter caused severe bleeding after being in situ for about 10 days. The patient apparently called the nurse who advised a hospital assessment, but the patient opted to wait until morning to visit his/her doctor who changed the blood thinner medication to help limit the bleeding